Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report report a non-critical issue with their device. Upon initial evaluation it was observed that it was not possible to deliver therapy with the device. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report report a non-critical issue with their device. Upon initial evaluation it was observed that it was not possible to deliver therapy with the device. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The device was deemed unrepairable, and was returned to the customer without repair, per customer request. Root cause was unable to be established.